Event description:
It was reported that several inner cannulas have cracked, most of them on the upper side of the curvature, but some also on the underside. The first ones were received from the same patient, and initially they thought this might be due to handling. However, the person responsible for cleaning stated that they have followed the instructions exactly as given. The customer stated that assistants caring for another patient have also reported that the inner cannulas were cracking in the same way as previously described. There was patient involvement.

Manufacturer narrative:
B3: date of event is unknown. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review could not be completed as no item or lot number was provided.